Event description:
The impedance measurements with electrodes 0-7 were greater than 10,000 ohms. The device was reprogrammed using electrodes 8-15 and the patient was satisfied with the stimulation. No patient symptoms occurred. The patient will contact the company representative if additional reprogramming is needed.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).